Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the customer comment that the device was unable to update software and therefore the hard drive was reconfigured and the software reloaded and updated. Analysis further noted that the electrocardiogram connector on the link electronic module (lem) was loose and the lem board was replaced and calibrated, its display dropped, so the lower hinges were replaced and the system fan was noisy and it was also replaced. (B)(4).

Event description:
It was reported that the programmer would not update via the software distribution network. The programmer also needed print-to-portable document format (pdf) capability while using the data synchronization feature. The programmer has been returned for repair. It was further reported that the programmer subsequently tested out of specification during manufacturer¿s analysis. There was no patient involvement.